Event description:
It was reported that the right ventricular (rv) lead was found with a conductor fracture. Lead was explanted along with the right atrial (ra) lead. No additional adverse patient effects were reported.